Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at completion of a tysabri infusion, the nurse found that the secondary backflowed into the primary infusion backflowed and that they had to administer the entire primary infusion in order to ensure that the patient received all of the medication as ordered. This is only occurring in the neuro clinic. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc 0338-0049-02, lot number y244889, exp feb 19, 0.9% nacl; 100ml hospira bag ndc 0409-7984, lot 79-005-c6, exp 1 jan 2019, natalizumab. The customer¿s report that the secondary fluid back flowed into the primary bag was confirmed. The primary and secondary set were visually inspected and no anomalies were noted. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed back flow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.